Event description:
The device was used during an unknown procedure. Reportedly, the device was used to place a suture. One of the jaws disengaged from the device. The procedure was converted to an open procedure to retrieve the jaw.